Event description:
The user can hear noises from the device when pressing on the skin above the implant with the fingers.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
According to the information received from the field the recipient experienced a temporary decrease in hearing and noise when pressure was applied to the implant site. However, a root cause for the reported issue cannot be determined. Reportedly the symptoms are no longer present and the recipient hears well again. The device remains implanted and in use. This is a final report.

Event description:
The user could hear noises from the device when pressing on the skin above the implant with the fingers. It was initially report that it felt like the device had moved downwards and the sounds were perceived louder when the recipient just sneezed. It is not clear when the issue began. According to the latest information from march 2023 the user is free of symptoms and can hear well again with the implant.